Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated this device. The device has previously rec'd the approved software upgrade. A review of the device history log has confirmed the system error 322 alarm, however all occurrences have occurred prior to the software upgrade. The device was found to be operating mechanically as designed and no action will be taken at this time.